Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury" h3: device was returned to manufacturer for evaluation corrected from "yes" to "no"

Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Customer initially called on 09/23/2019 stating that the meter read error; the issue had occurred more than once. During the call, the meter had turned on when the white dot was pressed. Customer had a vial of test strips but did not have any strips remaining; unable to troubleshoot at time of call. A vial of test strips had been sent to customer. During follow-up call on (B)(6) 2019, customer stated she had gone to the hospital two days ago, on (B)(6) 2019. At the time of the call on (B)(6) 2019, the customer also stated she had blurry vision due to glaucoma, unrelated to diabetes. Customer stated her blood glucose test result at the hospital was 780 mg/dl. The diagnosis was hyperglycemia and customer was given IV insulin. Customer was discharged from the hospital the same day, (B)(6) 2019; customer was not prescribed any new medications. Additional blood test was performed using the meter and customer had obtained 320 mg/dl non-fasting. Additional information was obtained during follow-up call on (B)(6) 2019 as customer stated she had gone to the hospital on (B)(6) 2019 in relation to her diabetes. Customer's son had stated that customer had been dehydrated, had excessive thirst, excessive urination, and was shaky. Son stated he knew she needed to go to the hospital. Son stated that the hospital's meter read hi.

Manufacturer narrative:
Corrected sections as of 04-nov-2019: h10: changed most likely underlying root cause from "mlc-18: user has high glucose value" to "mlc-28: there was not enough information to determine the mlurc." Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc.